Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
This device was previously returned for the same issue. The red status led was constantly flashing even when a new pad-pak was inserted. An investigation revealed a dry solder joint on the r175 resistor on the printed board assembly. The device was scrapped and the customer given a new device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.